Event description:
Additional information indicated that the system exhibited another low out-of-range (oor) shocking lead impedance (sli) measurement which was detected via the remote patient monitoring system. At this time, no further information is available and records indicate that this system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out-of-range (oor) shocking lead impedance (sli) which was detected via patient remote monitoring system. Additional information indicated that the patient was seen in the clinic and the sli measurements were still oor. The patient will revisit the physician soon to discuss the changeout options. Moreover, this patient never had a shock so explanting the system had been discussed. The system remains in-service. No adverse patient effects were reported.